Manufacturer narrative:
The insulin pump was received with a blank display due to cracked case at battery tube side and cracked battery tube threads. The cracked case at battery tube side shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer noticed a crack on the insulin pump where battery chamber is. The customer's blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.